Event description:
Patient had left sfa atherectomy for atherosclerosis of artery of the left lower extremity. A mynx closure device was used. Patient developed a retroperitoneal bleed post-operatively.